Event description:
New information notes that the device was explanted and replaced electively on (B)(6) 2014.

Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator. After silicone oil was applied, the lead inserted into the device header and the procedure was completed successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)